Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. It was further reported that the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.